Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was damage to the device, but it did not interfere with the unit functioning correctly. It was reported that the packaging was defective. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a blister packaging and when opening the tube tip was found to be penetrated the package and was non-sterile. There was no patient involvement. Visual examination of the returned unit packs shows that 2 of the packs are fully intact with no damage. The broncho cath pack was returned with a slit in the bottom area of the unit pack. The slit in the broncho cath unit pack is clean cut and measures 4.5mm. The damage is indicative of the pack coming in contact with a sharp object or utensil. A dye test was performed on the unit packs to show if there were any leakages from the unit packs. It showed that there are no slits or tears in the unit packs of the opti-port assembly and broncho cath suction components. The reported defect could be detected on the unit returned for evaluation but there is no evidence to show that this has occurred within the athlone facility. The most probable root cause is that the unit pack came in contact with a sharp object or utensil.